Manufacturer narrative:
Date of report : 23jul2019, date rec¿d by MFR :22jul2019. The manufacturer¿s international service technician confirmed the reported problem. The service technician replaced the flow sensor assembly and the problem was resolved. The ventilator successfully passed functionality testing after the repair was completed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 13aug2019. The replaced gds (gas delivery system) was returned and failure investigation was performed on 13-aug-2019. During testing, the u1 component within the air flow sensor pcba (printed circuit board) was found to be defective. It was determined that the defective u1 component caused the air flow accuracy and o2 (oxygen) flow accuracy tests to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
During periodic maintenance of the ventilator, the manufacturer¿s international service technician reported that the oxygen concentration accuracy test was out of range. There was no patient involvement.